Event description:
On 02/18/1998, the facility's director of material contacted the manufacturer's (MFR.) Representative and informed her of the following: the patient informed the facility's director of materials that they were unable to draw blood via the device and the device catheter has a longitudinal slit in it. The facility's director of materials stated that she did not have all the information; however, when she receives the information she would fax a report to the MFR.'s representative. No further details were provided at this time.

Manufacturer narrative:
Device with 9" attached portion of catheter was returned to MFR (MFR.) And has been analyzed as follows: visual and microscopic examination of device septum revealed normal usage with no internal damage. Material consistent with blood was noted under the device septum. Discoloration, compression marks and longitudinal slits were noted approximately 4 1/2" from bayonet lock. Damage seen is consistent with "pinch-off sign." Distal end of catheter appeared open and clean. Device/catheter were patent with no resistance felt when flushed with 5cc of sterile water. Amber colored material was collected. Damaged area of catheter was segregated. Device/catheter was pressurized with air and fluid and no leaks were noted. Device/catheter functioned as intended when aspirated. Trend analysis was performed on similar incidents for this catalog/lot number and trend was not identified. Review of device history record did not reveal any mfg variances related to this event. Based on info available and results of the MFR.'s analysis of device, report that "they were unable to draw blood via device and longitudinal slits in device catheter has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused damaged found during MFR.'s analysis of device. No further details are available. Customer will be notified of MFR.'s findings and forwarded an article exclusive to "pinch-off sign for their review. MFR. Is now closing file on this event. Sumbitted to FDA 4/8/1998.